Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A patient reported that he fell out of bed and hit the ICD on the corner of the nightstand. The patient denied any redness or bleeding. It was further reported that the patient contacted his doctor and had an EKG and had bruises under his armpits checked. The device remains implanted. No patient complications have been reported as a result of this event.